Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer passed away in hospital. The customer was hospitalized on (B)(6) 2020 due to high blood glucose and feeling weak. The cause of death was still unknown pending the death certificate. The caller stated that the customer had a heart attack four years prior and a couple more heart attacks while hospitalized that may have led to the customer's passing. The customer¿s blood glucose was unknown at the time of death, but on the morning before the admission, the customer was in the 300 mg/dl range. The customer was not wearing the insulin pump at the time of death. The insulin pump had been disconnected more than 48 hours prior to passing, at the time of admission. The customer was not using sensors. The caller declined to return the insulin pump for analysis.